Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical device: dtba1d1 device, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead alert for high impedance triggered due to high superior vena cava (svc) defibrillation coil and rv coil impedance values. It was noted the left ventricular (lv) lead also showed a high threshold value due to the high rv coil impedance. The rv and svc coil impedance alerts were turned off and the lv output was increased. The patient was admitted to the hospital pending the decision of the cardiologist on how to proceed. It was noted the patient opted not to take any action at this time. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.